Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be file das necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a case of bilateral photosensitivity similar to transient light sensitivity (tls), observed at one month post photorefractive keratectomy (prk) enhancement treatment. Reporter indicated the topical steroid eye drop dosage was increased. Patient noted mild to moderate light sensitivity. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.